Manufacturer narrative:
Sw 4.11e. Retainer ring = black. Customer complained about the unit having a frozen screen anomaly and the unit was exposed to moisture on event date of (B)(6) 2021. Unit passed active current measurement. Unit received with high sleep current measurement. Unit had a pump error 75 during selftest. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due prime/fill anomaly. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked battery tube area, cracked battery tube threads, corrosion on battery tube and scratched case. Unit was confirmed for high sleep current measurement and pump error 75 due to severe corrosion on the j6 connectors solder joints (the solder had deteriorated from severe corrosion). Prime/fill anomaly confirmed due to severe corrosion on the force sensor assembly. No frozen screen anomalies confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. Customer stated that they went for swimming. Customer was assisted with troubleshooting but the insulin pump was unable to program. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.